Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were high.  The reporter, a respiratory therapist (rt) was preparing the device for use with a patient.  When he connected it to a test lung via a passive patient circuit, he alleged that the ventilator "pushed out 2000ml of tidal volume" which was far more than desired for his patient.  The rt was concerned that if the device had been placed on the patient that it could have cause severe trauma. There was no patient use associated with the reported issue.  The rt was preparing the ventilator for placement on the patient, however, the reported issue was observed when testing on a test lung.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering inaccurate inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.